Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had their ipg replaced due to ineffective therapy on (B)(6) 2019. Effective therapy was established post op.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.